Event description:
The customer reported to olympus, the colonovideoscope wires need to be adjusted. The device was returned for evaluation. During the device evaluation, white foreign material in air water tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that suction cylinder had no color; screw stopper was replaced; insulation resistance value at distal end did not meet the standard value due to a crack on plastic distal end cover; the image had dark area partially due to scratch on objective lens; bending angle in down direction did not meet the standard value due to damage on bending tube; plastic distal end cover, light guide lens had a crack; universal cord had a wrinkle.the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer reprocessing information. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories and the device was pre-soaked in cleaning solution. The customer reported the air/water nozzle was flushed with air, water, and detergent solution. The customer could not confirm whether the nozzle was wiped with lint-free cloths/brushes/sponges. During device investigation, a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. During device investigation, the foreign material could not be identified. No physical damage was found near the site where the foreign material was found. The investigation confirmed that foreign material was present inside the auxiliary water channel but the root cause was not established. Olympus will continue to monitor field performance for this device.